Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 248 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker.